Event description:
On event date this pt was admitted for a tubal ligation. The surgeon utilzied the depanger to cauterize the fallopian tube. There were four (4) attempts with four(4) different depangers. Two (2) of med devices malfunctioned and two (2) burned the tube but not all the way through. There was no more depangers available. The procedure was aborted and the pt was taken to the recovery room. The tubal ligation was only partial, and the pt needed to return for another total ligation.